Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 510 mg/dl associated with an alleged inaccurate delivery. Reportedly, it was unknown whether or not the patient received any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting the reporter stated that the pump was not working and their bg was 510 and 395 mg/dl but no other information was provided at the time of the call. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-mar-2019 with the following findings: a review of the pump history showed the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing, and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.